Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records have been provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with a common femoral vein deep venous thrombosis and a contraindication to anticoagulation had a vena cava filter successfully deployed without incident. Approximately nine years post filter deployment, a CT scan performed to evaluate the filter for removal demonstrated a mildly tilted filter with multiple struts extending beyond the lumen of the ivc appearing to abut the adjacent duodenum. There was no free air or free fluid within the abdomen and pelvis. The patient was scheduled for retrieval of the filter as it was no longer needed. Forceps were used to free the apex from the wall and remove the filter. An inferior venacavagram performed demonstrated no evidence of active contrast extravasation and no evidence of caval narrowing. A detached arm within the wall of the ivc with the superior end embedded in the wall of the ivc was identified and removed with a snare. The filter was inspected after removal and found to have a missing leg that was identified within the left lower lobe on the fluoroscopic image of the chest taken at the end of the exam. The patient tolerated the procedure well and was in stable condition at the conclusion of the procedure.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the caval wall and had strut(s) perforating into organs. The filter and detached strut(s) were removed percutaneously; however, a detached strut in the lung remains in the patient. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The patient with a common femoral vein deep venous thrombosis and a contraindication to anticoagulation had a vena cava filter successfully deployed without incident. Approximately nine years post filter deployment, a CT scan performed to evaluate the filter for removal demonstrated a mildly tilted filter with multiple struts extending beyond the lumen of the ivc appearing to abut the adjacent duodenum. There was no free air or free fluid within the abdomen and pelvis. The patient was scheduled for retrieval of the filter as it was no longer needed. Forceps were used to free the apex from the wall and remove the filter. An inferior venacavagram performed demonstrated no evidence of active contrast extravasation and no evidence of caval narrowing. A detached arm within the wall of the ivc with the superior end embedded in the wall of the ivc was identified and removed with a snare. The filter was inspected after removal and found to have a missing leg that was identified within the left lower lobe on the fluoroscopic image of the chest taken at the end of the exam. The patient tolerated the procedure well and was in stable condition at the conclusion of the procedure. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine years post filter deployment, a CT scan performed to evaluate the filter for removal demonstrated a mildly tilted filter with multiple struts extending beyond the lumen of the ivc appearing to abut the adjacent duodenum. Upon removal, a detached arm within the wall of the ivc with the superior end embedded in the wall of the ivc was identified. A loop snare was used to remove it. The filter was inspected after removal and found to have five arms and five legs. The missing leg was identified within the left lower lobe on the fluoroscopic image of the chest taken at the end of the exam. Therefore, the investigation is confirmed for the detached filter limbs, perforation of the ivc, and a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications include, but are not limited to, the following: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment, it was alleged that the filter detached, tilted and embedded in the caval wall and had strut(s) perforating into organs. The filter and detached strut(s) were removed percutaneously; however, a detached strut in the lung remains in the patient. There was no reported patient injury.